Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient, implanted with this cardiac resynchronization therapy defibrillator (crt-d) was in for a procedure to revise another manufacturer's left ventricular (lv) lead. During the dissection process, both the atrial and right ventricular (rv) defibrillation leads were damaged due to significant manipulation to free the leads from built up scar tissue. The atrial lead was unable to pace and was considered fractured. The rv defibrillation lead's pacing impedances and threshold measurements increased and shock impedances were high and out of range. The lv port on the device was plugged and tachy therapy was turned off. The patient's pocket was closed and a lead extraction and epicardial lv lead placement procedure was scheduled. The patient is not pacemaker dependent and no adverse additional adverse patient effects were reported beyond the extended hospital stay until a new epicardial lv lead and rv defibrillation lead could be implanted. Two days later another manufacturer's epicardial lv lead and rv defibrillation lead were implanted. When the leads were connected to the crt-d and defibrillation threshold testing was performed, measurements were high. The physician elected to explant and replace the crt-d with another manufacturer's device.